Event description:
It was reported that intermittent malfunction alarms occurred. Blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact to the customer¿s level. Reportedly, the customer continued to use the pump for insulin therapy.